Event description:
It is reported that the device was implanted in 2004 and that the pt was revised in 2008, due to the zmr stem fracturing while pt was digging in the garden. The pt had the initial surgery in 2004, following a periprosthetic fracture around his primary stem. The pt was revised to the zmr, but the proximal fragment failed to unite and resulted in a number of dislocations. Additional surgery was undertaken approximately a year later and the medial cortex was strut grafted and the cup changed. The fracture united and all appeared well until the stem broke two years later. Three weeks before the stem broke, the pt had received his annual x-ray follow-up and all appeared normal.

Manufacturer narrative:
Evaluation summary: the stem fracture likely occurred at the junction with the body component by fretting fatigue after approximately 4 years in vivo. However, this cannot be confirmed as the device and x-rays were not returned for evaluation. The package insert and/or surgical technique contains warning statements that device fractures may occurs where excessive pt weight, excessive pt activity, and/or lack of proximal support are involved. The report states that the pt has undergone revision surgery due to periprosthetic femur fracture. After one year, the proximal fragment failed to untie and the medial cortex was strut grafted to correct this. The non-union of the proximal fragment may have caused decreased proximal support for the implant, contributing to the fracture. This can not be confirmed as pt x-rays are not available for review. Results: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.